Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that a high out of range pace impedance was measured on the right ventricular (rv) lead. This occurred on the same day the implantable cardioverter defibrillator (ICD) was replaced for normal battery depletion. Additional information reported that during the procedure, impedance measurements were within normal limits. No further information is known at this time. No adverse patient effects were reported.